Event description:
During a lap splenectomy, the clamp arm of the device was dislodged from the instrument and fell into the patient's abdomen. The clamp arm was retrieved and the case finished with a similar device. The hospital would not release the instrument for analysis. No patient consequence reported.